Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report. Di not available as product serial is unknown

Event description:
It was reported that a patient presented with atrial lead noise. Patient did not complain of any symptoms and noise did not appear to be frequent. The lead would be further monitored. The patient was stable.